Manufacturer narrative:
Batch review performed on 28 january 2019: lot 184216: (B)(4) items manufactured and released on 04 september 2017. Expiration date: 2023-07-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
24 days after primary the surgeon revised the patient knee for an infection. Liner swap. The surgery was completed successfully.